Event description:
It was reported that the user experienced low blood glucose readings with a dexcom g7 sensor after recent infusion set and sensor changes, with a nadir of 62 mg/dl that was treated with oral glucose and subsequently rose to 80 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring without hospitalization. Investigation included complaint intake and troubleshooting with user education on monitoring and corrective action. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.